Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that low pacing impedance alert was triggered. The rv lead was capped and replace on (B)(6) 2023. The patient was stable throughout the procedure.